Manufacturer narrative:
This report is submitted on march 13, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). It is unknown if there are place to replace the magnet as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2019.